Manufacturer narrative:
The reported field event of septum damage could not be confirmed in the lab. No damage was observed on the atrial septum, and no obstruction was found in the atrial lead bore that would prevent lead insertion. All leads were able to be inserted and secured normally in the lab. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that during the initial implant procedure, septum damage was noted on the header of the device. The device was not implanted and was replaced to resolve the event. The patient was in stable condition.